Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 49 mg/dl. Reportedly, the customer had turned off the control iq feature so target bg could be set at 95 mg/dl. Insulin delivery did not auto-adjust or suspend due to the control iq feature being turned off. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.